Manufacturer narrative:
On (B)(6) 2015 consumer claims that this was the first use of the device. Consumer agreed to return product. Request for dental information also issued.

Event description:
On (B)(6) 2015: customer claims the toothbrush chipped her tooth.